Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and it was observed that the device was damaged. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a knee surgical procedure, it was observed that the motor device "kept dying out". There was no delay to the surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.